Event description:
Consumer alleges she was in the hospital going down the hall when the joystick allegedly came off of the unit and the chair allegedly slammed in a metal pole.

Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.